Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded.

Event description:
It was reported that during surgery the hospital stock fan spray kit was opened and prepared for use. The operator tried to insert the nozzle into the main body and fix it but could not fix it. The tip of the nozzle came off when it was started using it. The doctor determined that it was a defective product and opened another new one and used it. The actual product was discarded in the hospital because it was stained with blood. No adverse events were reported as a result of this malfunction. No further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g4, g6, h2, h3, h6 and h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device discarded.

Event description:
No further information is available at this time.